Event description:
It was reported that during a stenting treatment procedure for stemi, stent foreshortening occurred. The de novo, concentric lesion being treated was located in the non tortuous and moderately calcified left anterior descending artery(lad). Using a non bsc 6f guide catheter the physician deployed an unspecified stent in the proximal lad. The physician then deployed the 3x28mm promus element stent proximal to the first stent with the proximal end at the left main ostium. Upon advancing a 3.25x21mm non bsc balloon catheter for post-dilation, the balloon catheter advancement also caused an advancement of the guide catheter, which then caused the proximal end of 3x28mm promus element stent to "concertina'd" 6mm distal from the left main. Further post dilating of the lesion was done with the non bsc balloon catheter. An unspecified third stent was placed to overlap the proximal end of the 3x28mm promus element stent to the ostium of the left main. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).